Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the primary percutaneous coronary intervention the waveforms became frozen on the automated impella controller per rn. The impella flow and purge flow were still dynamic, but the screen sweep froze after a short period of what looked like a spike in all three waveforms. Rn pressed display and went to "several other screens" then when she navigated back to placement screen the waveforms were dynamic again. Impella catheter never stopped working due to the moving wheel icon. Impella was removed at end of case and disposed of.

Manufacturer narrative:
D6a and d6b should have been left blank e4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 root cause of the reported event could not be determined.